Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins lot# unknown serial # implanted: explanted: product type implantable neurostimulator product ID neu_interstim_ins lot# unknown serial # implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_interstim_ins, serial/lot #: unknown, ubd:, UDI#: unknown koparal, m.y., rhodes, s., sheyn, d., hajiz, a. (2026). Evaluating outcomes of sacral neuromodulation in patients with multiple sclerosis. Neurourology and urodynamics. 2026; 1¿7. Https://doi.org/10.1002/nau.70292 b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding evaluating outcomes of sacral neuromodulation in patients with multiple sclerosis. Among [all / all medtronic device name] patients adverse events / device product performance issues included: 1. 155 patient had infectious complications. A device revision or removal was done. 2. 904 patient had mechanical complications. A device revision or removal was done. 3. 378 patient had other types of complications. A device revision or removal was done. No further information was provided pertaining to medtronic products.